Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose value of 62 mg/dl after eating late without announcing, then treated with oral glucose and went to bed, and subsequently returned to range later that morning. Symptoms included low blood glucose. Outcomes included resolution of the event after self-treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included review of device data and user reports. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically an unannounced late meal, as a plausible contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.